Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital due to an infection. All three guidant (boston scientific) leads were extracted as well as the abbot implantable cardioverter defibrillator (ICD). During extraction, one of the left ventricular guidant leads broke distally in the coronary sinus. Following extraction a replacement abbot lead was implanted in the inferior jugular by the physician and connected to a sterilized temporary pulse generator. The patient's pressure was low. A chest tube was used to drain fluid from the patient who was then moved to the critical care unit. The patient died (B)(6) 2019. The patient had multiple comorbidities. The infection was thought to have spread from the blood stream which was positive for cultures. The physician believed the cause of death was due to the infection and not the devices. There was no complaint by the physician on the sterility of abbott products.